Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lung lobectomy, when the surgeon used the staple reload to cut the tissue, a yellow scrap was found that fell into the patient¿s cavity. The surgeon grasped the scrap to resolve the issue to complete the case. There was no patient injury.